Event description:
A respiratory therapist noticed that an IV-100b ventilator in the special care nursery was "cycling wrong." The displayed settings were: inspiration:expiration ratio 1:2.8, rate 35.0 beats per minute, inspiration time 0.45 sec., expiration time 1.26 sec. The actual measured settings were: inspiration time approx. 4 seconds, rate approx. 5 beats per minute, and set and meas. Pressures were the same. No alarms were given. Vent had been noted to be functioning properly approximately 20 minutes prior to the event. There was no reported pt compromise or injury. The vent was sent to the biomed department, where the problem was verified. The biomed department replaced the cpu board (p/n 20520), which reportedly fixed the problem. Sechrist requested that the replaced board be returned to sechrist for eval at the time of the original report, but the board was never returned. Note: this MDR filing was delayed due to the fact that the incident report was inadvertently misfiled in the quality assurance/"ra" department and was only recently rediscovered during an internal review of the records.